Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after implant of the leadless implantable pulse generator (ipg), the device exhibited high impedance. It was also reported that capture management testing failed repeatedly showing ventricular capture in cases without any capture. The capture management function was programmed off, and the leadless ipg remains in use. No patient complications have been reported as a result of this event.